Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The tube was discarded by the customer and is not available for return.

Event description:
During patient intubation the cuff would not inflate. The patient was reintubated with another unspecified tube.